Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the screen was flickering. However, the duration of full loss of image could not be confirmed.